Event description:
A malfunction was reported by a customer using a pump distributed by (B)(4). The recorded blood glucose level was 135 mg/dl, which is within the normal range. The customer¿s pump started functioning, charging, and was recognized by the computer, and a replacement pump was sent to the customer. The device is expected to be returned by the end of (B)(6) 2025.